Event description:
It was reported that there was an alarm sound generated but front panel remained in an off state while using the high flow insufflation unit. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to printed circuit board (tube pressure sensor) failure. Olympus will continue to monitor field performance for this device.